Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-feb-2017, fse arrived at the site to address the reported event. Inspection of the device revealed that the problem tubing was located from I-6 of the injection valve to the filter housing. He replaced the tubing and no further issues were reported. No further action was required by field service. The most probable cause of the reported event was due to occluded tubing from I-6 of the injection valve to the filter housing.

Event description:
On (B)(6) 2017, the customer reported high pressure with their g8 analyzer. The customer attempted to troubleshoot by changing the filter; however, the error persisted. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.